Event description:
Parent of a child informed that needle broke off in her son's arm. Broken part of needle was removed by surgery.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for same condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.